Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned 7.2cm proximal lead section was performed. Resistance and pressure testing confirmed the electrical continuity of the returned segment. Testing cannot confirm allegations of lead dislodgement. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this implantable atrial lead dislodged one day post implant in 2004. A revision procedure was performed and the lead was successfully repositioned without further incident. Six years later, this lead was explanted for an unspecified reason. Lead testing will be conducted.